Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) , ((B)(4)) on (B)(6) 2016 for unspecified indication. A physiotherapist/practice nurse recommended her a patch between 12:30 and 13:00 and until about 22:00 she had according to "her consideration" no problems with the "normal warming" of the patch. The patient medical history included ongoing back pain. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps (thermacare lower back & hip) direct on the body/ belt over the heatwrap/ skin was not controlled/ used (unspecified) drug that was administered to the skin for back pain and experienced burns second degree, inflammation. The patient reported that on (B)(6) 2016, again at 12:30. Over the period of about 2.5 hours (she was on her way), there was an unknown, extremely strong heating with burning. At home she changed clothes and loosened a bit the very hot patch. The strong uncomfortable feeling subsided, and as she was in general not hypersensitive she "got used" to that stronger heat she know about the possibility of termination of use if the thermacare appeared to be too hot. But she was sure that the defect in the patch caused the abnormal strong heating. When removing the still very warm plaster around 22:00 she found 9 extremely reddened spots in the neck area, that looked like stone-prints (with walling) and was quite painful to the touch. At around 3:00 a.m on (B)(6) 2016, she woke up with an intense pain in the neck and two blisters were weeping. The patch that she put down was after 1.5 hour still very warm. For comparison she put a new patch on her forearm on (B)(6) 2016. This one reached a similar normal temperature after 45min. The patient reported that because of the overall back pain, she visited family doctor on (B)(6) 2016 who confirmed 8 different strong burns at around 10:00 a.m. The attached patch was about 20 hours after application still quite warm. In addition, when comparing the stone structure of the two unused patches there was according to "her consideration" significant difference; the overheated patch was partially somewhat grainy. According to those facts patient came to a conclusion that the encountered problems did not base on her intolerance but occurred due to material defects of the enclosed plaster. Moreover, her naturopathic gynecologist treated her lumbar spine with burning moxa-therapy (moxibustion); where by the take down naturopathic gynecologist almost burned naturopathic gynecologist fingers, patient skin only appeared to be red for a short time; blisters did not occur while that course; her skin tolerated that heat and remained uninjured. The event outcome was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (24mar2016): new information received from product quality complaint group includes investigation results and lot no. Expiration date. Company clinical evaluation comment: based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. This case meets final (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. This case meets final (B)(6) and 30-day FDA reportability. Continued: evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Two blisters were weeping/extremely strong heating with burning/8 different strong burns, extremely strong heating with burning [burns second degree]. Heatwrap was very hot and about 20 hours after application still quite warm, overheated patch was partially somewhat grainy [product quality issue]. Quite painful to the touch, severe pain in the neck area [pain]. Mild redness/8 extremely reddened spots in the neck area [erythema]. Put a new patch on her forearm [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) , ((B)(4)) on (B)(6) 2016 for unspecified indication. A physiotherapist/practice nurse recommended her a patch between 12:30 and 13:00 and until about 22:00 she had according to "her consideration" no problems with the "normal warming" of the patch. The patient medical history included ongoing back pain. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps (thermacare lower back & hip) direct on the body/ belt over the heatwrap/skin was not controlled/ used (unspecified) drug that was administered to the skin for back pain and experienced burns second degree, inflammation. The patient reported that on (B)(6) 2016, again at 12:30. Over the period of about 2.5 hours (she was on her way), there was an unknown, extremely strong heating with burning. At home she changed clothes and loosened a bit the very hot patch. The strong uncomfortable feeling subsided, and as she was in general not hypersensitive she "got used" to that stronger heat she know about the possibility of termination of use if the thermacare appeared to be too hot. But she was sure that the defect in the patch caused the abnormal strong heating. When removing the still very warm plaster around 22:00 she found 9 extremely reddened spots in the neck area, that looked like stone-prints (with walling) and was quite painful to the touch. At around 3:00 a.m on (B)(6) 2016, she woke up with an intense pain in the neck and two blisters were weeping. The patch that she put down was after 1.5 hour still very warm. For comparison she put a new patch on her forearm on (B)(6) 2016. This one reached a similar normal temperature after 45min. The patient reported that because of the overall back pain, she visited family doctor on (B)(6) 2016 who confirmed 8 different strong burns at around 10:00 a.m. The attached patch was about 20 hours after application still quite warm. In addition, when comparing the stone structure of the two unused patches there was according to "her consideration" significant difference; the overheated patch was partially somewhat grainy. According to those facts patient came to a conclusion that the encountered problems did not base on her intolerance but occurred due to material defects of the enclosed plaster. Moreover, her naturopathic gynecologist treated her lumbar spine with burning moxa-therapy (moxibustion); where by the take down naturopathic gynecologist almost burned naturopathic gynecologist fingers, patient skin only appeared to be red for a short time; blisters did not occur while that course; her skin tolerated that heat and remained uninjured. The event outcome was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] two blisters were weeping/extremely strong heating with burning/8 different strong burns, extremely strong heating with burning [burns second degree] , heatwrap was very hot and about 20 hours after application still quite warm, overheated patch was partially somewhat grainy [product quality issue] , quite painful to the touch, severe pain in the neck area [pain] , mild redness/8 extremely reddened spots in the neck area [erythema] , put a new patch on her forearm [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: j05184, expiration date: jan2017) on (B)(6) 2016, for unspecified indication. A physiotherapist/practice nurse recommended the patient a patch between 12:30 and 13:00 and until about 22:00 she had according to "her consideration" no problems with the "normal warming" of the patch. The patient medical history included ongoing back pain. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps (thermacare lower back & hip) direct on the body/ belt over the heatwrap/ skin was not controlled/ used (unspecified) drug that was administered to the skin for back pain and experienced burns second degree, inflammation. The patient reported that on (B)(6) 2016, again at 12:30. Over the period of about 2.5 hours (she was on her way), there was an unknown, extremely strong heating with burning. At home she changed clothes and loosened a bit the very hot patch. The strong uncomfortable feeling subsided, and as she was in general not hypersensitive she "got used" to that stronger heat she know about the possibility of termination of use if the thermacare appeared to be too hot. But she was sure that the defect in the patch caused the abnormal strong heating. When removing the still very warm plaster around 22:00 she found 9 extremely reddened spots in the neck area, that looked like stone-prints (with walling) and was quite painful to the touch. At around 3:00 a.m on (B)(6) 2016, she woke up with an intense pain in the neck and two blisters were weeping. The patch that she put down was after 1.5 hour still very warm. For comparison she put a new patch on her forearm on (B)(6) 2016. This one reached a similar normal temperature after 45min. The patient reported that because of the overall back pain, she visited family doctor on (B)(6) 2016 who confirmed 8 different strong burns at around 10:00 a.m. The attached patch was about 20 hours after application still quite warm. In addition, when comparing the stone structure of the two unused patches there was according to "her consideration" significant difference; the overheated patch was partially somewhat grainy. According to those facts patient came to a conclusion that the encountered problems did not base on her intolerance but occurred due to material defects of the enclosed plaster. Moreover, her naturopathic gynecologist treated her lumbar spine with burning moxa-therapy (moxibustion); where by the take down naturopathic gynecologist almost burned naturopathic gynecologist fingers, patient skin only appeared to be red for a short time; blisters did not occur while that course; her skin tolerated that heat and remained uninjured. The event outcome was not reported. Additional information received from product quality complaint (pqc) group included investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from product quality complaint group includes investigation results and lot no. Expiration date. Follow-up ((B)(6) 2016): follow-up attempts completed. No further information expected. Case closed. Amendment: this follow-up report is being submitted to amend previously reported information: updating question "device evaluated by MFR?" From "yes" to "not returned to manufacturer." Company clinical evaluation comment: based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. No device malfunction has been identified., comment: based on the information provided, the events burn second degree and heat wrap was very hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and intentional device misuse are assessed as associated with the device use. No device malfunction has been identified.